Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040343) on 22-may-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('painful periods') and pain ('severe pain/ pain all over') in a female patient who had essure (batch no. A64631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain (seriousness criterion disability), arthralgia ("joint pain"), groin pain ("groin pain"), alopecia ("hair loss"), asthenia ("decreased energy"), loss of libido ("loss of libido"), menstruation irregular ("irregular periods") and feeling abnormal ("look like I'm pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, pain, arthralgia, groin pain, weight increased, alopecia, asthenia, loss of libido, menstruation irregular and feeling abnormal outcome was unknown. The reporter provided no causality assessment for asthenia and loss of libido with essure. The reporter considered alopecia, arthralgia, dysmenorrhoea, feeling abnormal, groin pain, menstruation irregular, pain and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2014. Quality-safety evaluation of ptc: final assessment: lot number a64631, expiration date 31-oct-2015, production date oct-2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received case become incident removal was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.